Event description:
The pt fell frequently because her legs were numb. After a fall she only felt neurostimulation in her right leg when she lay down. She also felt pain over the implantable neurostimulator since falling. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)